Event description:
Pt presented for circon catheter procedure. During the procedure the tip of the catheter broke off in the kidney. Multiple attempts were made to remove all of the tip. Eventually one week later the pt returned to have the rest removed.